Event description:
The roche diagnostics dutch affiliate reported a customer allegation of a discrepant creatinine result. Initial creatinine = 274 umol/l repeat creatinine = 76 umol/l creatinine reagent lot #: 621987 the test was repeated because the doctor did not believe the initial result. There was no report of death or serious injury related to this event. The investigation is ongoing.

Manufacturer narrative:
The customer was not able to provide any additional information for further investigation. A root cause for the event could not be determined.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported patient blood glucose results of 66 mg/dl on advantage system 1, 217 mg/dl on advantage system 2, 69 mg/dl on advantage system 3, and 212 mg/dl on advantage system 4 within 2 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.